Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 02 july 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had calcified aortic stenosis and a mercury gradient of 50 mmhg. Pre-dilation was performed with a 20mm non-abbott balloon. During the procedure, after the first deployment attempt, it was noted that the implant depth was too high. The decision was made to re-deploy the valve, however the valve could not be re-sheathed into the delivery system. The re-sheath wheel reached the end of travel. The valve capsule of the delivery system took on an accordion shape. The gap was able to be completely closed using the micro-adjustment wheel. The valve and delivery system were removed from the patient. The patient's blood pressure suddenly dropped. An emergency echocardiogram showed a circumferential cardiac tamponade. Pericardiocentesis was performed. A new 25mm navitor vision valve was implanted. The effusion persisted, therefore the patient was transferred to cardiac surgery. A perforation was noted in the ascending aorta and a hematoma in the aortic wall. The perforation was sutured closed. The patient was transferred to the intensive care unit (ICU). The patient status was hospitalization. The physician believed the perforation was due to the difficulty retracting the device.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had calcified aortic stenosis and a mercury gradient of 50 mmhg. Pre-dilation was performed with a 20mm non-abbott balloon. During the procedure, after the first deployment attempt, it was noted that the implant depth was too high. The decision was made to re-deploy the valve, however the valve could not be re-sheathed into the delivery system. The re-sheath wheel reached the end of travel. The valve capsule of the delivery system took on an accordion shape. The gap was able to be completely closed using the micro-adjustment wheel. The valve and delivery system were removed from the patient. The patient's blood pressure suddenly dropped. An emergency echocardiogram showed a circumferential cardiac tamponade. Pericardiocentesis was performed. A new 25mm navitor vision valve was implanted. The effusion persisted, therefore the patient was transferred to cardiac surgery. A perforation was noted in the ascending aorta and a hematoma in the aortic wall. The perforation was sutured closed. The patient was transferred to the intensive care unit (ICU). The patient status was hospitalization. The physician believed the perforation was due to the difficulty retracting the device.

Manufacturer narrative:
An event of perforation, hematoma, pericardial effusion and cardiac tamponade was reported. The navitor valve, loaded into the flexnav delivery system, was returned to abbott for investigation. Upon receipt, the valve was found to be in a dehydrated state, with all three leaflets showing limited mobility. Due to the condition of the returned valve, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported hematoma, perforation, pericardial effusion, and cardiac tamponade could not be conclusively determined. The reported hospitalization, surgical intervention, and unexpected medical intervention were results of case-specific circumstances as pericardiocentesis was performed to address the cardiac tamponade, followed by surgical repair of the perforation. The patient was subsequently transferred to the ICU. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 1536 retraction problem;2976 material deformation.